Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device repeatedly failed culture testing. No additional information including the type of organism was provided but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following a high level disinfection at (B)(4), the subject device was sent to a third party laboratory for microbiological testing. In the test, the air/water channel of the subject device tested positive for mesophilic aerobic bacteria(25cfu). Then, the subject device was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to another third party laboratory for additional microbiological testing. In the additional test, the subject device did not grow any microorganisms.

Manufacturer narrative:
This supplemental report is being submitted to correct [ adverse event or product problem] according to the additional information from the facility. Olympus (B)(4) followed up the user facility to obtain additional information. (B)(4) was informed that the facility did not conduct surveillance culturing for the subject device and no bacteria were detected from it. It was also reported that the facility detected leak from the subject device during leakage testing after the procedure for a patient who had an infection. Then, the facility returned the subject device to ode for repair with information indicating only that the subject device was used for a patient who had an infection. As a result, the information was misunderstood as the subject device was tested positive for culturing at the facility. There was no report of infection associated with the subject device. The subject device was repaired by olympus and returned to the facility.